Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; rupture.

Event description:
Patient reported and healthcare professional confirmed right side rupture and capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, b1, b5, b6, d9, h3, h6.

Event description:
Patient reported right side "rupture and capsular contracture baker grade iii." Healthcare professional confirmed "rupture and capsular contracture baker grade iii." Healthcare professional later reported "hole, non-specific." Healthcare professional additionally reported "device was found to be intact." Patient undergone complete capsulectomy. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Device has been explanted and replaced.